Event description:
The customer reported to olympus, during reprocessing, the bronchovideoscope tested positive for mycobacterium chimaera. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. Attempts to retrieve additional information from the customer are in progress. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's updated investigation and device evaluation. Additionally, to provide culture results performed at the third-party lab and to provide an update to fields (d9 and h3). The device was evaluated by olympus. It was discovered that the subject device plastic distal end cover was burnt and the device tested positive for culture. Additionally, there were non-reportable (non-pae) defects noted. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024. Sampling from: swabbing distal end unit (before cleaning, disinfection and sterilization) cfu: no detection. Sampling date: (B)(6) 2024. Sampling from: sampling solution instrument/biopsy/suction channel (before cleaning, disinfection and sterilization). Cfu: 1. Germ differentiation: staphylococcus cohnii. Sampling date: (B)(6) 2024. Sampling from: swabbing distal end unit (after cleaning, disinfection and sterilization). Cfu: no detection. Sampling date: (B)(6) 2024. Sampling from: sampling solution instrument/biopsy/suction channel (after cleaning, disinfection and sterilization). Cfu: 0. Based on the results of the updated investigation, despite follow up attempts to obtain the additional information, the user did not provide detailed information to olympus on event details, culture results, or the reprocessing steps performed by the facility. Although the subject device was evaluated, a relationship between the subject device and the reported adverse event still could not be identified. The root cause of the use of the device on a patient who was infected with a bacterium and positive culture could not be specified. Additionally, it is likely the plastic distal end cover was burnt due to the use of high energy endo therapy accessories such as laser, high frequency accessories, etc. Without keeping enough distance from distal end. However, the specific root cause of the burnt distal end cover could not be determined.

Event description:
Olympus received further information from the customer that the device was used on a patient who was infected with a bacterium found in the sample examined from the bronchoaspirate. The device has been quarantined while waiting for microbiological sample results.

Manufacturer narrative:
Additional details regarding the patient infection have been requested but no further information has been received at this time. The suspect device was reportedly returned but has not yet arrived. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, since the subject device was not yet returned to olympus for culture testing and evaluation, the reported complaint could not be confirmed. Therefore, a relationship between the subject device and the reported patient infection could no be identified, and the root cause of the event could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ this supplemental report includes a correction to d9 and h10 from the initial medwatch. Although the subject device was expected to be returned to olympus for culture testing and inspection, the device has not yet been returned. Therefore, d9 has been corrected to ¿no,¿ and h10 corrected to clarify that the device was not returned to olympus, and an evaluation has not been conducted. Olympus will continue to monitor field performance for this device.